Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) and ketones for 3 days. Customer administered boluses to treat bg levels. Reportedly, customer dropped their pump on (B)(6) 2016 and contact wanted to make sure that the pump was delivering insulin properly. System check with tandem technical support on (B)(6) 2016 did not reveal any malfunction alarms and indicated pump was performing as intended. Contact stated that customer's health care provider (hcp) had been contacted and their hcp believes that bgs may be related to a recent "growth spurt". Recommendation was made to contact tandem technical support for any additional concerns or assistance.